Manufacturer narrative:
Citation: authors: hori et al.. Left ventricular remodeling and long-term outcomes of aortic stenosis patients receiving 19 mm mosaic. Journal of artificial organs 27:32-40 2023. 10.1007/s10047-023-01390-3 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding left ventricular remodeling and long-term outcomes of aortic stenosis patients receiving 19 mm mosaic. The study population included 945 patients. Multiple manufacturer¿s devices were implanted in the study population; 46 patients were implanted with a medtronic 19mm mosaic bioprosthetic valve. Among mosaic patients adverse events included: high mean gradients, severe patient prothesis mismatch and decreased ejection fraction. No further information was provided pertaining to medtronic products.